Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump continued to alarm no delivery. Customer's blood glucose was 400 mg/dl, treated with manual injections. Customer's mother mentioned that changing out the infusion set helped. Customer's mother called back to perform troubleshooting. Manual fixed prime was performed and insulin did exit. Customer's current blood glucose was 65 mg/dl. Customer performed another manual prime and the insulin pump alarmed no delivery at 4.7 units. The reservoir and infusion set were then disconnected and reconnected and customer's mother manually pushed insulin using the plunger, insulin exited. Customer's mother was advised to do a fill tubing process and the insulin pump. Customer was advised the insulin pump needed to be replaced. The insulin pump is not returning for analysis.